Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No products were returned; dimensional evaluations could not be performed. A photo was provided, which shows the three plate immediately after being explanted. All three plates are clearly fractured. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. It was reported that the plate was used to span a gap which is contra-indicated in the technique. This could not be confirmed without medical records, x-rays, or scans. The IFU for these devices says spanning a midline sternotomy is contraindicated and the plate position shall not extend across both costal margins. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: ribfix blu 12 hole prebent plt cat# 76-2602 lot#ni ribfix blu 8 hole straight plt cat# 76-2601 lot#ni multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2021 - 00409 and 0001032347 - 2021 - 00410. Foreign - event occurred in the united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation, per hospital procedure. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision of three (3) ribfix plates that fractured post initial placement. Plate was used to span a gap which is contra-indicated in the technique. Attempts have been made and additional information on the reported event is unavailable at this time.